Manufacturer narrative:
N/a.

Event description:
The following has been reported: mayo staff reported: pump was not allowing nurse to program a secondary infusion or backprime secondary (both were grayed out). Primary infusion was able to be programmed and started. No patient harm. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for set ID sensor error. Pump was experiencing problems during programming of the secondary infusion or during backprime. During investigation, multiple mock infusions were successfully completed and multiple different cassette sets were tested in an attempt to replicate the problem experienced at the hospital. Log files were reviewed and show that the set ID is recognizing the different cassettes without fail. It is possible that the front of the device/set ID were not clean which would then lead to this error. The device will be tested to ensure full functionality.